Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank screen. The insulin pump received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at back of battery compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.